Event description:
A company representative reported that the tip of a capri lordosis/kyphosis driver inner shaft deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.